Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage on keypad traces. No button error alarm was noted. All functional testing was passed by the device. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following exposure to perspiration. The customer also stated one of the buttons was not responsive. The customer's blood glucose was 340 mg/dl, which was treated with manual injection. It was advised to revert to a back-up treatment plan. Nothing further was reported.